Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log noted that one 10 milliliter and one 20 milliliter bolus test was performed prior to return for analysis. Functional testing included accuracy testing. The delivery accuracy tests found the pump to be well within the published specification of +/-6%. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was unable to be confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump over delivered by -6.4%. It was not specified whether or not this occurred during infusion. It was also noted that the pump's lens was damaged. No adverse patient effects were reported.